Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that despite delivering several boluses, the patient's blood glucose levels reached almost 300 mg/dl while wearing the pod between 1 and 4 hours. Patient reported the pod was leaking during wear. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. No damages or defects were found along the fluid path that would cause the device to leak. There were no tears or leaks found along the soft cannula during the leak test. No other damages or defects were found on the device during the investigation.